Manufacturer narrative:
No service was requested. Investigation and repair was performed by third party service provider. Information about the current status of the ventilator has not been provided. Provided ventilator logs confirms the reported failed pre-use check. The root cause of the reported event has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).